Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.

Manufacturer narrative:
Clinical review: a clinical investigation was performed. There is no documentation to show a temporal or causal relationship between the liberty select cycler and the patient death. The patient was not completing pd therapy at the time of the event. The cause of the patient difficulty breathing, bowel incontinence and death are unknown, but there is no allegation of a machine malfunction or deficiency that caused or contributed to the event. The liberty cycler has been disassociated from this event as there is no evidence of a machine malfunction or of the machine failing to perform as expected in relation to the event. The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A peritoneal dialysis nurse (pdrn) reported that a peritoneal dialysis (pd) patient expired. Rn stated that the cause of death was unknown. The patient was not connected to the cycler at the time of death, however, renal replacement therapy continued prior to death. On (B)(6) 2018 the patient was walking to the bathroom when she had bowel incontinence, was having difficulty breathing and was on the floor (unknown if patient fell). The patient¿s daughter assisted her to bed where the patient wanted to rest for the night and go to the hospital the following morning. The patient did not complete pd therapy on the evening of (B)(6) 2018. The patient was found expired at approximately 0700 hours on (B)(6) 2018. The patient was on pd for a couple of months when she transitioned from hemodialysis (hd)